Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to rectocele, cystocele. The patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent a redo sling and urethropexy on (B)(6) 2005 due to persistent sui after sling. The patient underwent a diagnostic laparoscopy; excision of suburethral mesh on (B)(6) 2011 due to pelvic pain and dyspareunia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/28/2016.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.